Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range (oor) right atrial (ra) pacing impedance measurements greater than 300 ohms. Boston scientific technical services (ts) reviewed data from this device and noticed that several atrial tachy response (atr) events had been stored, which appear to be inappropriate. Farfield oversensing of ventricular signals on the ra channel was also identified, and it was confirmed that the ra pacing impedance has been fluctuating, with two oor measurements, even though other lead trends appear to be stable. Ts explained that a possible cause of the observations could be that this system has more likelihood to be prone to a mechanical phenomenon called fretting, as the lead can experience micro-axial motion of the terminal ring within the header bore. This movement causes a wear mechanism that creates microscopic particles over time. As the terminal pin is fixed at the proximal end by the setscrew, and the ring connection is made via a spring contact, the spring connectors contact force may not be sufficient to overcome the higher impedances created in systems experiencing more fretting. It was discussed that all current devices have an updated spring contact and header bore design to reduce this phenomenon, but this is not the case for this specific pacemaker device model. Ts provided reprogramming recommendations to avoid the reported farfield oversensing. The pacemaker is planned to be replaced under normal conditions for normal battery depletion (nbd) as it reached the elective replacement indicator (eri), and next actions for the ra lead are still unknown as the physician requested to review data first to determine if the lead is damaged or not. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range (oor) right atrial (ra) pacing impedance measurements greater than 300 ohms. Boston scientific technical services (ts) reviewed data from this device and noticed that several atrial tachy response (atr) events had been stored, which appear to be inappropriate. Farfield oversensing of ventricular signals on the ra channel was also identified, and it was confirmed that the ra pacing impedance has been fluctuating, with two oor measurements, even though other lead trends appear to be stable. Ts explained that a possible cause of the observations could be that this system has more likelihood to be prone to a mechanical phenomenon called fretting, as the lead can experience micro-axial motion of the terminal ring within the header bore. This movement causes a wear mechanism that creates microscopic particles over time. As the terminal pin is fixed at the proximal end by the setscrew, and the ring connection is made via a spring contact, the spring connectors contact force may not be sufficient to overcome the higher impedances created in systems experiencing more fretting. It was discussed that all current devices have an updated spring contact and header bore design to reduce this phenomenon, but this is not the case for this specific pacemaker device model. Ts provided reprogramming recommendations to avoid the reported farfield oversensing. The pacemaker is planned to be replaced under normal conditions for normal battery depletion (nbd) as it reached the elective replacement indicator (eri), and next actions for the ra lead are still unknown as the physician requested to review data first to determine if the lead is damaged or not. No adverse patient effects were reported. The device remains in service. Additional information was received. The device ached reached the elective replacement indicator (eri) and is expected to be replaced soon. The ra lead is a non-boston scientific product. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range (oor) right atrial (ra) pacing impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) reviewed data from this device and noticed that several atrial tachy response (atr) events had been stored, which appeared to be inappropriate. Farfield oversensing of ventricular signals on the ra channel was also identified, and it was confirmed that the ra pacing impedance has been fluctuating, with two oor measurements, even though other lead trends appear to be stable. Ts explained that a possible cause of the observations could be that this system has more likelihood to be prone to a mechanical phenomenon called fretting, as the lead can experience micro-axial motion of the terminal ring within the header bore. This movement causes a wear mechanism that creates microscopic particles over time. As the terminal pin is fixed at the proximal end by the setscrew, and the ring connection is made via a spring contact, the spring connectors contact force may not be sufficient to overcome the higher impedances created in systems experiencing more fretting. It was discussed that all current devices have an updated spring contact and header bore design to reduce this phenomenon, but this is not the case for this specific pacemaker device model. Ts provided reprogramming recommendations to avoid the reported farfield oversensing. The pacemaker is planned to be replaced under normal conditions for normal battery depletion (nbd) as it reached the elective replacement indicator (eri), and next actions for the ra lead are still unknown as the physician requested to review data first to determine if the lead is damaged or not. No adverse patient effects were reported. The device remains in service. Additional information was received. The device reached the elective replacement indicator (eri) and is expected to be replaced soon. The ra lead is a non-boston scientific product. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range (oor) right atrial (ra) pacing impedance measurements greater than 3000 ohms. Boston scientific technical services (ts) reviewed data from this device and noticed that several atrial tachy response (atr) events had been stored, which appeared to be inappropriate. Farfield oversensing of ventricular signals on the ra channel was also identified, and it was confirmed that the ra pacing impedance has been fluctuating, with two oor measurements, even though other lead trends appear to be stable. Ts explained that a possible cause of the observations could be that this system has more likelihood to be prone to a mechanical phenomenon called fretting, as the lead can experience micro-axial motion of the terminal ring within the header bore. This movement causes a wear mechanism that creates microscopic particles over time. As the terminal pin is fixed at the proximal end by the setscrew, and the ring connection is made via a spring contact, the spring connectors contact force may not be sufficient to overcome the higher impedances created in systems experiencing more fretting. It was discussed that all current devices have an updated spring contact and header bore design to reduce this phenomenon, but this is not the case for this specific pacemaker device model. Ts provided reprogramming recommendations to avoid the reported farfield oversensing. The pacemaker is planned to be replaced under normal conditions for normal battery depletion (nbd) as it reached the elective replacement indicator (eri), and next actions for the ra lead are still unknown as the physician requested to review data first to determine if the lead is damaged or not. No adverse patient effects were reported. The device remains in service. Additional information was received. The device reached the elective replacement indicator (eri) and is expected to be replaced soon. The ra lead is a non-boston scientific product. No adverse patient effects were reported. The device remains in service.